Event description:
It was reported unspecified bd infusion set suffered from component separation. The following information was provided by the initial reporter: "IV pump was beeping and rn found IV tubing sheared about 6 inches away from end of the tubing closest to the patient. Blood had back flowed onto the floor. Normal saline was infusing through the tubing."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 31-may-2022. Investigation summary: the end of set with male luer attached was received. The separation described by customer was immediately verified. Under a microscope there seemed to be a lack of solvent but without the rest of the set for investigation, the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported unspecified bd infusion set suffered from component separation. The following information was provided by the initial reporter: "IV pump was beeping and rn found IV tubing sheared about 6 inches away from end of the tubing closest to the patient. Blood had back flowed onto the floor. Normal saline was infusing through the tubing."